Manufacturer narrative:
Product ID: 8840, serial# unknown, product type: programmer, physician. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative (rep) regarding a patient who was receiving 50mcg/ml fentanyl at 100mcg/day via an implantable infusion pump for an unknown indication for use. It was reported that post op it was noticed that what was in the patient's chart and what was listed in the physician programmer was incorrect. The physician programmer had 2000mcg concentration of fentanyl and the note had 50mcg. It was reported that the pump was originally filled with 2000mcg/ml fentanyl. The drug was removed and the concentration was confirmed. It was unknown which physician programmer was used to program the concentration after the refill. Then new 50mcg drug was filled in the pump. It was reported that the cause of the concentration error was that the writing on the medication label was different than what was in the hcp's notes, so it indicated that the incorrect concentration was somehow ordered. It was reported that the issue was resolved at the time of the report. It was reported that the patient's status was noted as "alive-no injury." No further complications were anticipated/reported.